Event description:
It was reported that bd angiocath plus¿ venous catheter had foreign matter on the tip. This was discovered during use. The following information was provided by the initial reporter: foreign material on the catheter tip. There was fm on the catheter tip. It was detached from catheter tip and found in the catheter cap.

Manufacturer narrative:
H.6. Investigation: sample was not decontaminated by vendor. 1 actual sample returned for evaluation. The actual sample were subjected to visual inspection, 80006088 test specification it was observed a black fm on one of the catheter cap of the returned sample the complaint is confirmed, and product is not meeting the requirement. The fm was subjected to ftir analysis. The ftir result shows that the spectrum of the fm had matched with the spectrum of the cellulose. Chipboard is a derivative of cellulose. Paper, wood, cotton, and similar materials are also composed of cellulose. The fm could have probably come from the manufacturing environment. CAPA 590616 has been initiated. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus¿ venous catheter had foreign matter on the tip. This was discovered during use. The following information was provided by the initial reporter: foreign material on the catheter tip. There was fm on the catheter tip. It was detached from catheter tip and found in the catheter cap.